Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed error did not return, and successfully started sensor session, with no further issues reported.